Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the screen was black and unable to boot. The device was reported to be in use at the time of the reported problem. No patient harm reported. The customer did not provide the patient information from the time of the event. In a good faith effort (gfe) response from the authorized service provider (asp) received on 30jun2023, it was stated that the device diagnostic report (drpt) was not available. The asp stated that the device had not been repaired, but it was recommended to replace the power management (pm) printed circuit board assembly (pcba). In a gfe response from the asp received on 04jul2023, it was stated that there was no service planned by philips because the customer chose to go to a 3rd party for service. No further work was performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.